Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown d-m cable grip crimping tool. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The authors report three instances of dall-miles cable grip system (dmcgs) slippage. A root cause analysis determined that the jaws of one crimper had an increased distance at closure, resulting in inadequate ultimate fixation strength. The report acknowledges that the manufacturer had previously issued a technique guide with a detailed description of how the dmcgs crimping tool should be regularly checked with a specific calibration gauge after each use to ensure proper performance. The authors report that the operating room staff did not have the manufacturer-designed gauge tool in their possession in any instrument trays or an understanding of the need to perform these regular checks.